Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the patient went into a lake with the pump on. His blood glucose level was 197 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had unresponsive buttons due to corroded keypad traces. The unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No moisture damage noted on the electronic or motor assembly.